Event description:
Baxter reports "air was infused into the abdominal cavity due to the crack on the cassette sheet at the top of the volcano valve. The pt encountered this issue in june. Noted after use. Reportedly, the homechoice machine was swapped. A review of the homechoice machine's event log revealed no alarms were noted. No pt injury or medical intervention reported per baxter affiliate.